Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301351 arcos con sz a hi 80 mm 983940, 11-300615 arcos 15 x 200 mm prx tpr dist 956670, 11-165112 all-poly tri polar cup 26 x 60 mm 627910, 163662 28 mm mod hd std neck tp1 taper 063130 . Report source: study. The complaint was confirmed based on the surgical notes and the x-ray that were provided. X-ray review shows superior dislocation. Device history records were reviewed and identified no deviations or anomalies relevant to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-11431. (B)(4)

Event description:
It was reported that the patient had a dislocation and closed reduction two months pre op. The patient was free of dislocation for three month with abduction brace. However, four days later, after remove the abduction brace, the patient had another dislocation and closed reduction. Now the patient was revised due to recurring dislocations and instability. No additional information is available.